Event description:
A complaint was received that when using a medisense blood glucose monitioring device, the consumer received a lower capillary reading of 180 mg/dl when compared to a venous lab test of 260 mg/dl. When the values were plotted onto a clark error grid, the results fell into the "d" zone which is considered to be clinically significant. There was no report of death or serious injury.